Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reax0804 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a guidewire had been stuck and become loosened while inserting it through the puncture needle. The operator decided to remove it with the catheter and completed the operation using another kit. No patient injury has been reported. On (B)(6) 2018 - it was reported the guidewire seemed to fit in the puncture needle at first but then got stuck in the middle of the needle for an unknown reason. The guidewire frayed when the doctor tried to remove the guidewire.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire was confirmed and the cause was determined to be use related. The product returned for evaluation was a 24cm powertrialysis catheter with a 0.035¿ guidewire inlaid within the purple lumen of the catheter. Blood and usage residue was seen throughout. The guidewire was frayed and unraveled as it exited either end of the catheter. Regions of the wire away from the frayed center section remained tightly coiled. Microscopic examination of the loose end of the core wire showed that wire tapered inwards towards the fracture edge which is a characteristic of a tensile failure. The complainant had indicated that the wire had become ¿loosened¿ within the introducer needle and then it was removed with the catheter. From this, it was likely that the wire had been retracted back against the introducer needle which can damage the wire. Normal wire movement is away from the needle tip. If the wire direction is reversed, then retraction against the needle bevel may cause the components to become stuck and/or damage the wire. From both the event description and returned sample evidence, it was likely that the wire was damaged while inlaid over the needle and then became further damaged while attempting to use it over the catheter. A lot history review (lhr) of reax0804 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a guidewire had been stuck and become loosened while inserting it through the puncture needle. The operator decided to remove it with the catheter and completed the operation using another kit. No patient injury has been reported. 1/24/2018 - it was reported the guidewire seemed to fit in the puncture needle at first but then got stuck in the middle of the needle for an unknown reason. The guidewire frayed when the doctor tried to remove the guidewire.